Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt reported both of these were replaced and one (the left) didn't work as well as the right one and pt did not provide an event date. Ps attempted to clarify with the pt what exactly was replaced but pt did not provide an answer. Due to the nature of the call pt was unable to collect more information. Pt stated their previous implant was replaced and would've run out and they thought their previous implant lasted 8 years and 2 months and pt's implant was replaced; pt also noted their implant was replaced in on the 5th of january 2022 because their previous implant was so close to running out anyway. Pt's hcp noted as long as the implant was open then they would replace the implant. Pt also noted the wires were not corroded and pt confirmed their hcp did not mention any issues with the previous implant.

Manufacturer narrative:
Concomitant medical products: product ID 97715, serial# (B)(4). Implanted: (B)(6) 2022. Product type implantable neurostim ulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported the patient's 9 year battery quit and they had it replaced. The patient noted the left and right one they referred to was the si joint. The patient reported they had no complaints.

Manufacturer narrative:
Continuation of d10: product ID 97715, serial# (B)(6), implanted: (B)(6) 2022, explanted: product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.